Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 5. The nurse had already disconnected the home patient (hp) to perform manual exchanges, and requested a swap of the hc machine. The technical service representative (tsr) arranged a swap the hc machine. Proper procedures per the user manual were reviewed with the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because, the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.